Manufacturer narrative:
(B)(4). Method: the complaint opt318 optiflow junior nasal cannula was returned to fph in (B)(4) and was visually inspected. The length of the tubes was also measured. Our analysis is based on the results of the investigation, additional information provided by the hospital, and our knowledge of the product. Results: visual inspection revealed that the cannula was cut in half, confirming the reported fault. However, there was still adhesive on the wigglepads of the used cannula. The tubes and its swivel clip connector were inspected externally and no issues were noted. The length of the tube was also within specification. A lot check was not performed as lot information was not provided by the hospital. The hospital also reported that the patient "was a fighter, constantly pulling at interface" and had a "sweaty skin". The hospital nurse mentioned that as it was her first patient on optiflow junior nasal cannula, she never sized and fitted the device correctly. She also stated that the nasal cannula was placed over the ears of the patient and the constant struggling caused the patient's hair to get pulled by the interface tubing. Conclusion: the damage observed is most likely due to the constant struggling of the patient and incorrect fitting of the nasal cannula. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. All optiflow junior nasal cannulas are 100% leak and occlusion tested at the production line to ensure that the product is safe for use. (B)(4). The user instructions (ui) illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. It also state the following: "do not stretch or crush tube". "Ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained." "Appropriate monitoring must be used at all times." The optiflow junior nasal cannula fitting guide provides procedures on the correct application of the nasal cannula and also states in the fitting section "ensure infant's face is clean and dry. Follow your hospital's protocol for skin preparation". The fph territory manager has since provided an in-service training to the nursing staff at the hospital, focusing on the correct fitting of the optiflow junior nasal cannula. A follow-up training will also be conducted at the end of (B)(4) 2013.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an opt318 optiflow junior nasal cannula became disconnected from the main tube while being used on a two-year-old patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint opt318 optiflow junior nasal cannula is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an opt318 optiflow junior nasal cannula had disconnected from the breathing circuit while being used on a two-year-old patient. The adhesive on the nasal cannula was not strong enough to hold it in place. The tubing kept catching the patient's hair, causing distress. It was also reported that it "snapped in half and become un-wearable" after 10 hours of application. No patient consequence was reported.